Event description:
It was reported that the patient with cardiac resynchronization therapy with a defibrillator (crt-d) received shock twice and healthcare professional (hcp) requested for review on presenting electrogram. Boston scientific technical service (ts) reviewed and discussed noted atrial undersensing occurs and device labels intrinsic conduction premature ventricular contraction (pvc). Ts advised to consider chest x-ray. This lead remains in service. No adverse patient effects were reported.